Event description:
It was reported that during the implant procedure, the lead was exercised on the table prior to implant and the helix would not retract. Additionally, it was determined that the lead lumen was obstructed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation, and was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).